Event description:
It has been reported to philips that the system did not boot. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse)visited onsite and confirmed the reported problem. Philips field service engineer (fse) identified a software crash in the system. Fse did the full software installation of the system. After that, the system was returned in good working condition and was ready for clinical use. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed the reported issue. As part of troubleshooting, the x-ray pc was ordered for replacement. However, upon further inspection, the fse identified a software crash and performed a full software installation to resolve the issue. After reinstallation, the system was returned to use in good working condition and was ready for clinical use. The codes were updated based on the investigation outcome.